Event description:
Medical staff reported unknown side ¿breast cancer and capsular contracture¿. Device remains implanted.

Manufacturer narrative:
The event of breast cancer and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: breast cancer and capsular contracture.